Event description:
It has been reported that the bd discardit¿ ii syringe w/o needle has been found experiencing leakage during use. The following has been provided by the initial reporter: customer is making a complaint fluid is leaking behind plunger.

Manufacturer narrative:
Investigation: bd has been provided with photos and samples for catalog 300296 lot 1906254 to investigate for this record. Visual examination shows a leakage through the plunger rod. As a result, bd was able to verify the reported issue. Bd concludes that the cause of the problem was produced because of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. DHR showed no indication of the alleged defect.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd discardit¿ ii syringe w/o needle has been found experiencing leakage during use. The following has been provided by the initial reporter: customer is making a complaint fluid is leaking behind plunger.